Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed out and her children could not revive her. Therefore the paramedics on (B)(6) 2014 came to the customer's house. Her blood glucose level was 20 mg/dl. The customer's enlite sensor broke and stayed inside the serter. She also received a sensor error alarm. The product was not returned. Nothing further to report.